Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in greece, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the delivery system with valve was being advanced through the 16fr esheath+ when it became stuck in the strain relief portion of the esheath+. The system could not be advanced further or pulled back. As a result, the entire system was withdrawn as a single unit. A second system was prepared and used to complete the procedure. The patient was then discharged. Subsequently, there was imagery provided for evaluation. The device was also returned for evaluation. Evaluation of the returned esheath+ and imagery revealed there were punctures on the strain relief portion of the esheath+.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-05783 for details of the other event. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned esheath device revealed the sheath shaft was slightly curved. The liner was partially expanded near the strain relief. The rest of the liner remained unexpanded. The tip was unopened. There were two punctures observed on the strain relief at 7 cm from the hub. There was also one bent strut outward at the inflow side observed on the returned crimped valve. Functional testing was performed on the returned device. The commander delivery system associated with the event had been returned and it was advanced through the esheath. The esheath expanded and the tip opened as designed. There was imagery provided for evaluation. A review of the provided imagery revealed the strain relief of the esheath appeared to be punctured. There was presence of calcium at the access vessel. There was also tortuous anatomy observed at the access vessel. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the delivery system with valve through the esheath was confirmed based on evaluation of the returned device and provided imagery. The available information suggests that patient factors (calcification and tortuosity) likely contributed to the event as calcification and tortuosity were noted to be present at the patient's access vessel. Additionally, the sheath shaft was curved, which is indicative of tortuous anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. In regard to the punctures observed on the strain relief of the esheath, this event was also confirmed based on evaluation of the return device and provided imagery. The available information suggests procedural factors (push force and device manipulation) likely contribute to the event. It is possible that additional device manipulation to overcome the resistance may have been applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath strain relief and lead to the puncture. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can also lead to strain relief puncture if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.